Event description:
Device 1 of 2 (lead a). Please see MFR report #1627487-2010-02771 for device 2. On (B)(6) 2006, the pt was implanted with an scs sys. The pt had one pns lead and one octrode placed midline in the epidural space. The pt was not feeling any stimulation at maximum amplitude (13 ma) through the epidural octrode lead. The programmer and charger communicated without problem and the ipg recharged fine. X-rays showed that the leads hadn't moved, there were no obvious breaks and connections were intact. On (B)(6) 2010, the doctor explanted the entire sys.

Manufacturer narrative:
Eval method: a visual inspection and functional testing were performed. The device history and sterilization records were also reviewed. Results: discoloration was observed in the lead segment and broken and exposed wires were visible. No functional testing could be completed due to the broken wires. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint was confirmed for "no stimulation." Broken and exposed wires were observed on lead a. The case of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.